Event description:
It was reported that during the procedure, the fiber melted and the connector detached. It was also noted that the device had a strong burnt odor. There was no patient complications reported.